Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons not available at the time of the report.

Manufacturer narrative:
The device is not available for evaluation as it remains in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Infections are often caused by a multitude of factors such as comorbidity of the patient, the trauma, the surgical intervention and the aftercare. A medical professional reviewed the received information and noted the following: ¿without any further medical/clinical information I cannot assess the presence of an infection. The CT-scan shows a situation where an inbone tar was removed, tibial bone window was surgically created to support the removal of this prosthesis. The bone void that was created after removal has been filled with bone cement, which indicates infection treatment with high probability. The CT-scan also shows signs of a tibial fracture.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient may need to undergo a revision surgery due to an infection. It was reported that there was nothing wrong with the implants.